Event description:
A caller reported the adc device did not start after the blood sample was applied to the test strip. The customer was unable to monitor their blood glucose and became hyperglycemic with symptoms of dizziness, sweating, feeling sick, and vomiting, and was unable to self-treat. The customer had contact with a healthcare professional and received unknown intravenous treatment for the diagnosis of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle optium neo meter was reviewed and the dhrs showed the freestyle optium neo meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.